Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable investigation finding of tip damaged. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection revealed that the device returned with evidence of cautery in the nosecone. The nosecone was returned without the copper wire, it was detached. And the outer sheath was found kinked. Functional testing was conducted. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no continuity was found. Product analysis confirmed the reported event of cautery failure to delivery energy based on the results of the electrical inspection and the condition in which the device was returned. The investigation concluded that the reported event and additional observed damages were most likely caused by procedural factors such as the length of time and power settings used, handling technique, tissue composition; and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, there was no energy at the tip of the device. The erbe and the cable were checked and appeared to be working properly with no visible damage. In an attempt to resolve the issue, the erbe active cord was unplugged, settings were verified, and it was confirmed that the patient was properly grounded. Still, there was no energy. Therefore, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation findings which found a damaged tip. Please see block h11 for full investigation details.